Event description:
Same case as MFR#: 2134265-2010-04126. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The 182cm choice floppy guide wire was placed in the lesion and a 2.5mm maverick balloon catheter was advanced for dilatation. While exchanging the 2.5mm maverick balloon catheter for a different size maverick, the second maverick became stuck on the guide wire. The physician pulled on the guide wire and it detached, leaving a portion of the guide wire in the lumen of the balloon catheter. The maverick balloon catheter and the remaining portion of the choice floppy guide wire were removed together as a unit. The procedure was completed with different devices. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed a fracture; the device was received in two sections, the distal section measured 127cm and the proximal section measured 55cm. The outer diameter (od) at each of the fracture sites met specifications. The distal tip was severely bent. Sem analysis indicated the outer tube fracture site exhibited evidence of compression and tension along with rolled over inner walls indicative of a bending action. The fracture surface exhibited fatigue striations along with elongated dimple ruptures in tear. No material anomalies were noted. The inner core wire condition could not be determined. The outer tube fractured due to fatigue in a cyclic bending overload motion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-04126. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The 182cm choice floppy guide wire was placed in the lesion and a 2.5mm maverick balloon catheter was advanced for dilatation. While exchanging the 2.5mm maverick balloon catheter for a different size maverick, the second maverick became stuck on the guide wire. The physician pulled on the guide wire and it detached, leaving a portion of the guide wire in the lumen of the balloon catheter. The maverick balloon catheter and the remaining portion of the choice floppy guide wire were removed together as a unit. The procedure was completed with different devices. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4)